Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported complaints. Analysis noted that the programmer failed incoming testing and was determined to be electrically out of specification; the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) was loose. The lem pcb was replaced and re-calibrated. Analysis also noted that the system fan was noisy, the fan was replaced. The programmer hard drive was reconfigured and the software was reloaded and updated. Handle covers were added and an link electronic module (lem) support was added to the programmer. The programmer passed all final function and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept freezing during device interrogations. Also, the programmer got very hot, cold, and then hot again and eventually would not open applications. The programmer was returned for service. No patient complications have been reported as a result of this event.